Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure, fiber was noted to be cracked at the base. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Serial # added. Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 1 foot and 7 inches from connector, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibits no signs of melting. Review of lot 21414297 DHR did not indicate any failures upon the beam scan test and final inspection. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.